Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced excess bleeding which resolved on its own. Physician made an extra incision to ensure bleeding had stopped. This resolved the issue.